Event description:
Healthcare professional reported deflation against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: opening curved on posterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior, brown particles inner device and striated opening on plug strap. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a striated opening on plug strap assessed as surgical damage. An opening crease sharp on posterior assessed as fold flaw opening."

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.